Event description:
It was reported that this programmer exhibited a frozen screen during an attempted interrogation of the device. The programmer was rebooted and confirmed the appropriate software was updated. A second programmer was used to complete the interrogation successfully. This programmer remains in service. No adverse patient effects were reported.